Manufacturer narrative:
A review of the device history records for the reported finished good lots and raw material components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. The actual device will not be returned for review. There were no retained or sterile samples available for review/testing. No photos were received for review. If samples or photos become available at a later time, they will be evaluated and the results will be included in the file. Adverse events including wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abscess/leakage during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Pdo (polidioxanone) material is essentially absorbed between 182 and 238 days post implantation. However, this specific material has in vivo strength retention for up to six (6) weeks. All sutures are technically ¿foreign substances¿ that the human body has a tendency to reject. Ideally this means the body breaks them down and dissolves them over a period of 3 or 4 months. Still in some cases, the body decides not to break them down but instead pushes them out through the top of the skin. That is why it is not uncommon for spitting sutures to occur.

Event description:
On (B)(6) 2024 our distributor reported a patient returned to the doctor the day after surgery to have the stitches removed.